Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during a stent placement procedure in the common bile duct performed on (B)(6) 2012. According to the complainant, during the procedure, the suture would not release and the stent could not be deployed. The procedure was completed with another flexima biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Investigation results revealed the guide catheter to be broken, therefore, this is now an MDR reportable event.

Manufacturer narrative:
Patient age, gender, and weight are unknown. It was reported the patient was over 18 years old. Event of guide catheter broken. The delivery system and stent were returned with the stent loaded on the delivery system via suture. Visual evaluation revealed the suture to be twisted around the proximal barb of the stent. The stent was found disoriented due to twisting of the suture. The push catheter was kinked and the suture hole of push catheter was torn. A kink (suture impression) was noted in the distal end of the guide catheter, indicating the suture embedded inside the guide catheter during the attempted deployment. The stretched and broken guide catheter indicate force was exerted when the stent was attempted to be deployed. The noted damages are likely due to procedural or anatomical factors encountered during the procedure such as tortuous anatomy or maneuvering of the device. Therefore, the most probable root cause for this complaint is operational context. A review of the device history record (DHR) was performed and no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.